Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported rear connectors are damaged. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 13nov2020. B4: 16nov2020. Additional information was received indicating that the issue occurred while using an artificial lung for internal demonstration. The unit was not in patient use at the time of the reported event. The customer did not approve the quote for repair so no service was rendered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27jan2021. B4:29jan2021. A central processing unit (cpu) printed circuit board assembly (pcba) was returned for analysis. Visual inspection of the cpu pcba revealed evidence of j3 connector broken off. An investigation was performed and the physical damaged resulted in the cpu pcba j3 a port rj45 connector. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.